Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified to use it. No visible damage was observed prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability, with a vessel diameter =5 mm, no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis >50%. There was no closure device or manual compression within 30 days, nor signs of hematoma, av fistula, or pseudoaneurysm. No difficulty occurred during connection of the sheath to the device. The indicator wire cowling initially disengaged but was secured on the second attempt. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed-back slowed, with the physician's thumb on the deployment button. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and observed to be facing downward. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified to use it. No visible damage was observed prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed femoral artery suitability, with a vessel diameter =5 mm, no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no stenosis >50%. There was no closure device or manual compression within 30 days, nor signs of hematoma, av fistula, or pseudoaneurysm. No difficulty occurred during connection of the sheath to the device. The indicator wire cowling initially disengaged but was secured on the second attempt. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed-back slowed, with the physician's thumb on the deployment button. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and observed to be facing downward. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis a kinked/bent condition in the delivery shaft was observed during this analysis, located 2.4 cm apart from the distal tip. Additionally, it was observed that the image attached in the 'manage sample' section did not match the event number and the device shown; however, the image in the 'decontamination' section matched both the event number on the plastic bag label and the device shown. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. In addition, since the guard was received in a locked position, it was successfully reset and then locked again with an audible click, with no anomalies observed during the reset of the cowling guard. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed in the internal mechanism. The evaluation specifically included the area in the internal mechanism where the cowling guard engages; therefore, it was reviewed both in the received locked position and after the guard was reset. No anomalies were observed in this area. The reported event of ¿indicator window no change to indicator and cowling (guard) disengaged access site not lost¿ was not observed through analysis of the device since the device was received fully deployed. The cowling guard was locked and did not unlock during the analysis. The cause of the reported issue could not be determined since the condition of the returned device did not match the event reported. A kink was noted on the delivery shaft, which may have led to functionality of the device. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.